Manufacturer narrative:
The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a code call not alerting at primary location were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A customer contacted technical service to report that nurse call installation code blue did not alert to primary console/phones. There was no patient injury or death reported with this event.